Event description:
It was reported that during implant the physician had difficulty placing the lead to receive "good data result." The phsyician rotated the helix multiple times, but it failed to extract. The physician extracted the lead and helix extraction did not occur outside the body. The lead was not used and a new lead implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found. The distal lv (low voltage) electrode of the lead was covered in blood. The helix of the lead was extrinsically bent. Visual summary analysis of the lead indicated damage at implant. The analyst commented that helix extension/retraction and length testing were performed and all results, including electrical testing, were within specified parameters.